Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) is reporting that the patient is having a lot of trouble urinating as of the past couple of weeks. It was stated that they want to turn the implant off but they do not have the patient programmer (pp) with them. The patient will bring their pp to the next appointment early on the week following date notified. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.